Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope screen turned "into a sandstorm". This state of electronic disturbance occurred when the scope was left unattended for about 10 minutes after connected. The issue was found during preparation before use inspection for an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the results of the investigation the phenomenon was not duplicated during evaluation because the subject device was not returned. It is likely that breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect, caused the static image to occur. Olympus will continue to monitor field performance for this device.